Event description:
Two endeavor sprint drug-eluting stents (MFR report#2953200-2008-01237) were implanted in the mid lad (overlapping). A third endeavor sprint drug-eluting stent was implanted for treatment of complication/dissection/bailout (MFR report# 2953200-2008-01238). A fourth stent from another manufacturer was implanted following rupture of the coronary artery in pericardium. It is reported that the patient suffered a myocardial infarction one day post stent implant (acute non-stemi). Investigator reported that the event was not related to the study stent or study procedures. Location of infarction was anterior. The investigator reported that the event is related to the release of the stent from another manufacturer at the coronary artery breaking point.

Manufacturer narrative:
Secondary intervention. Results - myocardial infarction.